Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter zip: (B)(6). Bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode with the incident lot was observed but within manufacturer specifications. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
While using the bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder, it was reported that there were complaints over a "porous plug" filling with blood after the blood collection had ended. No serious injury or medical intervention reported.